Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and as a result customer had difficulty navigating through different screens to perform functions such as delivering a bolus. Additionally, the pump touch screen would self navigate through different screens/ menus without the customer's interaction. Customer's blood glucose was 100-130 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.